Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch. No pump error 37 alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm while rewinding. Customer was not exposed to a high magnetic field. Customer stated that they were able to clear the alarms and not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.